Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, an operating room (or) staff contacted technical support mid-procedure to report they kept getting recoverable error 32097 on the universal surgical manipulator (usm) arm 4. The customer was able to recover the fault. The procedure was completing as planned with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and reported problem (error 32097), was confirmed as having occurred in the field and could be replicated. During visual inspection no evidence was found that would related to the reported problem. The unit was tested on an in-house system and passed in normal mode. The unit was also tested on a pftp a fiber test failed pointing to parallelogram, rolling loop and clock spring. Once testing was completed, the fibers were aba tested, and it was verified to be the source of the fault. As a result of this investigation, failure analysis was able to conclude that the parallelogram assy, rolling loop assy and clock spring assy were found to be the root cause of the reported event. The complaint was confirmed based on failure analysis. The probable root cause is due to an issue with the rolling loop, parallelogram, and clock spring fiber within the usm.

Event description:
Refer to h11 for follow-up information.